Event description:
One pt with discrepant troponin t results. Initial result 0.141 ng/ml, repeat 0.016 ng/ml. The initial result was reported, the pt was not adversely affected. If additional info is received, appropriate notification will be provided.